Manufacturer narrative:
(B)(4). The complaint rt045 nivairo non-vented hospital full face mask was not available to be returned to fisher & paykel healthcare in (B)(4) for investigation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Further information was provided from the customer confirming that the reported event occurred when the patient re-used the subject hospital mask with an icon CPAP device in the home setting. It was confirmed that an exhalation port was not used in the setup. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: before use: -ensure you have read and understood the instructions completely. -ensure the correct mask is being used for the therapy device. Refer to setup guide on the other side. -ensure adequate patient monitoring is in place. Warnings: -for bi-level/CPAP use with a single limb circuit an exhalation port must be fitted. -verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. -the mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. -this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death. -this mask is for single patient use. Do not reuse. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death. Do not soak, wash, sterilize, or re-use this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. The rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable non-invasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are intended to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Further training has been offered to the hospital.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a patient was using the rt045 nivairo non-vented hospital full face mask with anti-asphyxiation valve in hospital for mechanical ventilation. The patient was then transitioned to their own home CPAP device and continued to use the same rt045 nivairo mask . It was reported that it was unclear whether an exhalation port was in place and was removed by staff/patient or if no exhalation port was used to begin with. It was reported that the patient experienced worsening blood gases and was admitted to the ICU. The patient has since been released from the ICU to the general ward.